Event description:
Patient accidentally pulled gastrostomy tube partially out. When changing the catheter, it was noted that distal end of the catheter had a split where the suture comes out. No harm to the patient, but potential to break off.